Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr stalled and became stuck distal to the lesion. The lesion was located on an acute bend in a fairly tortuous rca which was heavily and diffusely calcified. It was during the fourth and final polishing run, when the physician took the burr further distally in a relatively non-tortuous area where it stalled. The area where the burr lodged did not look significantly calcified, but due to the artery being so diffusely calcified there may have been more calcium than could be detected on the angiogram. There was even blood flow around the burr when it was stuck in the vessel and it is possible that the burr became lodged under a calcium shelf. Attempts to remove the burr were unsuccessful and the pt went to surgery. The surgeon removed the catheter, but the burr remains in the pt. Pt status was listed as 'okay' at the time of the event. Pt has made a successful recovery and has been discharged.